Event description:
The reporter claimed that his blood glucose elevated to "hi, above 600 mg/dl" while managing his diabetes with the animas pump. The patient's blood glucose target is 120 mg/dl. However, the evening prior to contacting animas, the patient's blood glucose began to rise to "hi." Reportedly, the patient did not develop any symptoms during the time of concern. During troubleshooting, the patient noted the following: the cartridge and tubing is being reused. There was no recent diet change. The animas is working accordingly with no associated alarms in the history, and no suspends. The total daily dose and bolus history add up correctly. This complaint is being reported because the patient reportedly had a hyperglycemic episode while he managed his diabetes with the animas pump. Since there was no evidence of a product malfunction, the animas product will not be replaced.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues. There were no insulin delivery issues found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.